Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that they had a permanent sns implant in 2015 but later had this removed in 2018. She said that from a month since having the implant removed she has had an electric shock type pain around the site of the scar, this worsens if she changes position.